Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked from a hole in the tubing or an imperfect seal near the connection port. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked from a hole in the tubing or an imperfect seal near the connection port. There was no report of patient harm.